Event description:
A female pt was scheduled for a robotic assisted mitral valve replacement (mvr) and atrial septal defect (asd) repair. Minutes after going on bypass, air was observed in both the venous return line and in the arterial cannula. The venous line was described as having an air lock. Vacuum assisted venous drainage (vavd) was used for this procedure to aid in the venous return. When setting up the cardiopulmonary bypass (cpb) console, a pressure relief valve (terumo positive pressure relief valve #60083) that goes on the venous reservoir port, was allegedly not available. The decision was made to proceed without it resulting in the pressurization of the venous reservoir of the capiox sx25 oxygenator. This resulted in air being instantly vented backwards to the patient's heart resulting in a cerebral air embolism.